Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intraoperative use, the monitor did not read correctly for a neonate/pediatric patient, and low oximetry readings were observed. No alarm occurred at the time the issue was noted. Compatibility of the cables used with the unit was considered as a possible factor. Troubleshooting was performed, including checking proper patient sensor placement, considering the effects of light-emitting diode (led) lighting and patient movement, inspecting the sensor, and confirming the sensor age (from 2019). A replacement sensor was suggested to determine whether the readings would change. The patient type and weight settings on the device were also verified. A reference guide for sensors and placement, along with instructions for use information, was provided via email. No patient complications were reported as a result of this event.